Manufacturer narrative:
Philips service reloaded the os and application software and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was blocked and no image was displayed on the monitor due to an image processing issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.